Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the camera is not working during installation involving an olympus gastrointestinal videoscope. The customer suspected that the cause of the issue was due to leakage. There was no patient involvement reported.